Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was mentioned that nrg transseptal needle was selected for use. It was reported that during unpacking the device, the needle coating was peeled off. Thus, the needle was replaced, and the procedure was completed successfully. No patient was involved when the issue was noted and no patient complications were reported. The needle is not expected to be expected to be return for analysis (disposed).